Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas had a cracked touchscreen with visible lines and appeared unable to charge, rendering the display nonfunctional and the device no longer watertight; the device required replacement and the user was advised that they could transition to backup therapy and continue cgm use via the dexcom app or receiver. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, no hospitalization, and continued therapy using backup methods as needed. Investigation included collection of device details, confirmation of return logistics, and user guidance to shut down the device to avoid further alerts, with instructions provided for start-up on the replacement device and notice that historical data would not transfer. Investigation of this device revealed physical damage to the touchscreen consistent with a broken or cracked display, which affected user interface functionality and charging assessment, and resulted in loss of water resistance. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to damage to the device¿s display component.